Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as a blank display. Customer's blood glucose levels at the time 205 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board worked properly. The pump passed the self test and error alarm test. No alarms noted. No moisture damage noted on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.